Manufacturer narrative:
Philips investigated this complaint. Based on the additional information gathered, the system was in clinical use at the time of the event and the procedure was completed using wired footswitch. A philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch (wfs) was not connecting with base station sporadically. A philips field service engineer (fse) examined the system on-site and identified that the battery status was empty and was not possible to load. The fse replaced wfs and its base station to resolve the issue. After the replacement, the system was returned to use in good working order. The defective wfs and wfs base station was returned to philips for further analysis. Analysis identified a loose pickup bar and 1 missing anti-slip in the wfs and no failure was found in the wfs base station. This complaint investigation has concluded that this event is not associated with any of existing fsca. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), before using the system, it should be checked that the wireless foot switch functions with the system and alternatively, a wired foot switch should be used. In this case, the procedure could be completed using the wired footswitch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wireless footswitch was not connecting to base station. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.